Event description:
Physician attempted to deploy a 3.50 x 15 mm resolute integrity rx drug eluting stent to treat a coronary lesion. It is reported the device would not cross the lesion and the stent was damaged. Another resolute integrity was successfully used to complete the procedure.

Manufacturer narrative:
Evaluation results: root cause unknown. Inherent risk of procedure-failure to deliver the stent and stent deformation. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure-failure to deliver the stent and stent deformation. Unable to confirm complaint - device or procedural images not provided for review. Root cause unknown. (B)(4).